Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 52.3 mm diameter abdominal aortic aneurysm. The aortic neck diameter ranged from 21.5-28.2 mm, and the neck length was 15 mm. The angle of the proximal aortic neck was 45 degrees. It was reported that during the index procedure, 9 heli-fx endoanchors were implanted due to the observation of a type ia endoleak. Implant of the endoanchors was successful and there was no endoleak present at the end of the procedure. The cause of the event as per the physician is unknown. No additional clinical sequelae were reported and the patient is fine.